Event description:
Pt underwent an exploratory laparotomy, total abdominal hysterectomy and bilateral salpingo-oophorectomy in 2002. Pt's fascia was closed in a running fashion with #opds suture. Eleven days later the pt returned to the or to have a fascial dehiscence repaired/closed. This is the first of two cases with this outcome.